Manufacturer narrative:
The product was not returned for evaluation. The customer reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's father reported that his son's blood glucose reached over 250 mg/dl (exact bg not reported) less than 24 hours after the pod was activated. He saw the cannula through the view window. Upon removal of the pod he noticed the cannula had never inserted correctly into the infusion site. The cannula also looked like it had just "skimmed" the surface not even piercing the skin.